Event description:
It was reported that a linx device lxmc17 was implanted on (B)(6) 2021 for factors unknown. In the immediate post-operative period patient reported dysphagia with meats and breads, and requested device be removed. He underwent an esophagram, but the patient would not do further treatment and wanted it removed. Device was removed (B)(6)2022. Linx was in correct place at the time of the removal surgery. Linx device was not replaced just removed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device?

Manufacturer narrative:
(B)(4). Date sent: 5/23/2022. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, part of the work up for considering the pt for linx procedure. I will try to get results from acct but given hippa and hospital system, in past it¿s been tough for me to get anything from the patient¿s chart but I will try. What is the lot number of the linx device? Model lxmc17. Lot# not available but trying to get when using the linx sizing device what technique was used to determine the size? Visual is always his final determination, bases final on how the loop progresses in relationship to the esophagus. Looking for the size that will give a slight opening, while touching slightly on both sides of esophagus. Chooses the size implant to use first by noting +1 the number on sizer when the sizer loop is completely touching esophagus circumferentially all the way around. He looks that then the additional clicks should show be second click shows some compression, followed by a third click that will be the pop off. Pop off number plus 3 usually matches the initial +1 touching all the way around. Did the patient have an autoimmune disease? No, patient¿s health history is positive for nkda, history of alcohol abuse, anxiety, back pain, cerebral palsy, depression, htn, hld, and osa is the patient currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No, the patient¿s health conditions are: nkda, history of alcohol abuse, anxiety, back pain, cerebral palsy, depression, htn, hld, and osa how severe was the dysphagia/odynophagia before intervention? Enough that patient was not willing to try or follow any physician suggestions of potential ways patient could try other than removal to help potentially improve or deal with. Were there any intra-operative complications during implant? No complications during implantation. Was there any hiatal or crural repair done at the same time as the implant? Yes, hernia/crural repair was performed before sizing and implanting the linx device. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Just dysphagia complications and affect those caused to patients qol. He underwent esophagrams, but the patient would not do further treatment and wanted it removed besides the reported dysphagia, what was the reason for removal of the linx device? Patient wasn¿t happy with affect and qol that dysphagia and implant and simply wanted device removed.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.